Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during set up for peritoneal dialysis therapy; described as the "cassette started leaking from the inside of the machine". The patient was not connected at the time of the event. Renal therapy services helped the home patient (hp) to remove the supplies and advised the hp to use new ones. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and an insufficient weld was observed near the ports of the cassette. Leak, clear passage, and clamp function testing were performed and a leak was observed. The reported condition was verified. The cause of the insufficient weld was due to a manufacturing related issue possibly due to excess sheeting. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.